Event description:
Everyone busy; pt went into ventricular fibrillation as a lead (5 lead cable) fell off; not positive if 3 star alarm went off at central station-pt was seen slumped over and lead off as nurse walked by and called a code emergency.